Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 510 mg/dl. The customer treated with manual injection and insulin pump. Customer had a blood glucose reading of 350 mg/dl and 450 mg/dl and constantly changing the reservoir and infusion set and does not get an alarm. Customer's blood glucose value was 350 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer also reported crack on the insulin pump screen. Customer also reported that the insulin pump had a no delivery alarm and the insulin exited after a 5 unit fixed prime has been delivered. Customer stated that the infusion set needle broke off into his body a few years back. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit display properly and no anomaly noted. No button error alarm noted during testing. However, unit had unresponsive buttons due to flattened (creased) esc, act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low reservoir, no delivery, battery out limit alarms due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. No cracked lcd window noted.